Event description:
The customer reported that during insertion the screw into the drilling channel, the tip of the 9x28mm biosteon screw became loose.

Manufacturer narrative:
Based on the info available, possible suspected root cause(s): use of a 23mm specific driver to drive the 28mm screw. This would result in the tip of the screw being undriven, encountering excessive resistance to insertion, resulting in shear failure at the position of the end of the driver. Failure to tap if bone patellar tendon bone graft used.